Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified downstream occlusion errors. There was no failed part found during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion error when the downstream occlusion is not present. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.